Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth not moving correctly. The canine tooth is not rotating and their right front tooth being pushed upwards and right canine is not moving. They report that the aligners are painful. Requested additional information and intrusion photos for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.